Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code(s)/wrench code(s)) was confirmed. Upon evaluation, the monitor displayed a service code 110 (overvoltage cleared no energy) and was unable to fire a pulse. The cause of this service code was an open l1 which damaged the c1, l2, and d1 components. The cause of the inability to complete testing is the l1 component on the pca board. The root cause of the shorted l1 cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.